Event description:
The pt was injured in october 1994. Pt is s/p c5-c6 and c6-c7 anterior cervical fusion 1996. Pt developed a c6-c7 pseudoarthrosis and a fractured cervical plate. He was treated conservatively. More recently pt's pain became more severe and retractable. Cervical myelogram in may 2002 revealed a right c4-c5 disk hernation, with spinal cord compression. It also showed a c6-c7 pseudoarthrosis. Due to failure to improve with conservative therapy and persistent pain, disability and incapacity the pt was admitted for surgery. At the c4-c5 level a large herniation was found. Five free fragments were removed from the epidural space. At c6-c7 level an obvious pseudoarthrosis was found. A fractured cervical plate was found as well and it was fractured at the c6-c7 level.